Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - the poly started to degrade from a case done, and the pin was then loose in the joint. The condyle kit and poly were removed and new ones implanted.